Event description:
The affiliate reported a customer who stated that they had a staff member that would load the unit, close the door, but then forget to run a cycle and release unsterilized items for use. The affiliate stated that there were no reports of injury related to the released items. The customer was instructed to monitor the chemical indicator tape and the chemical indicator strip to determine whether or not something had been sterilized.